Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of leakage was confirmed and the damage that allowed the device to leak appeared to be supplier related. One 20g x 3/4¿ safestep infusion set with y-site was returned for investigation. A functional test revealed fluid leaking from the y-site along the edge of the blue valve stem. A continuous leak of fluid was observed under a sustained positive pressure at the y-site as long as the pressure remained below 30psi. Once the pressure exceeded 30 psi, the leaking stopped, which was most likely caused by the valve stem sealing against the valve case under increased pressure. The valve was cut open and the valve stem was removed, which revealed damage along the sealing surface of the valve stem and other portions of the valve stem. The damage to the valve stem was located in areas that were inaccessible to the user. Since the blue valve stem was damaged, the complaint was determined to be supplier related. The supplier was notified of this complaint. A lot history review (lhr) of asdts0026 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the tubing was leaking at site of connection where the syringe is attached. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the tubing was leaking at site of connection where the syringe is attached. No other information was provided.